Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic aneurysm approximately 3 months ago. Vessel and aneurysm morphology was unknown. Prior to surgery, the patient reported healthy blood pressure most often on the lower end of normal. After the stent graft placement, the patient's blood pressure was around 220/118. The patient was hospitalized about 4 weeks post-op for stroke like symptoms (slurred speech, confusion, severe headache, etc.). The patient was placed on blood pressure meds and now averages a blood pressure of 165/90. The patient still continues to have headaches on occasion and was most recently hospitalized for chest pain and shortness of breath. Per the patient heart tests checked out okay, but further imaging has not been performed to check the placement of the stent graft. The patient was now found to have blocked carotids but surgery has been postponed due to the issues with blood pressure. There is no additional information. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: cva, hypertension. Lack of information. Conclusion: lack of information.